Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The same day as event onset, the patient was hospitalized for the peritonitis. The patient was treated with vancomycin injection (1gm once in every three days, ongoing, route not reported) and meropenem injection (1gm, ongoing, route, frequency not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovered from the event. It was reported the patient will be discharged after antibiotic therapy is completed. Six day after event onset, pd therapy was discontinued and the pd catheter was removed. No additional information is available.